Event description:
ICD analysis was completed and notes that an arc mark was found on the ICD can, which contained lead material. The output anomaly on the ICD was found to be caused by a low impedance load.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received an external electrical shock from a microphone. The shock induced ventricular fibrillation which was not treated by the device due to suspected output circuitry damage caused by the electrical shock. The physician suspected a lead issue. Fluoroscopy did not reveal any anomalies. The lead was capped and replaced. The patient was well after the event.